Event description:
It was reported that during a stenting treatment procedure withdrawal resistance and stent damage occurred. The 100% stenosed target lesion was located in the distal right coronary artery (rca). The lesion was predilated with a 2.0x15mm voyager balloon to 10atms and then the 2.50x20mm taxus liberte stent was advanced to the lesion. While advancing the stent delivery system (sds), the device got stuck in the proximal rca and became deformed. The physician was able to withdraw the device by removing everything as a system. The procedure was completed with a 2.5x18mm non bsc device with no patient complications reported. The patient's current condition is listed as good.

Manufacturer narrative:
(B)(4): it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4)